Manufacturer narrative:
The device analysis not available at the time of this report. A follow up report will be sent when analysis is complete.

Event description:
The hcp reported the pt was experiencing a loss of drug effect. A dye study was done and reported as "pump did not pump dye." The pump was explanted due to the questioned malfunction. It was replaced and returned to the manufacturer for analysis. A follow up report will be sent when add'l info is received.